Event description:
Amo received a report from a female patient indicating that she experienced irritation following use of complete moistureplus multi-purpose solution. Patient report indicates that a doctor diagnosed keratitis with ulcers. Follow-up information from the attending physician indicated that patient presented with discomfort in her left eye and was diagnosed with a corneal abscess. Patient was treated with intensive topical antibiotics (unknown). Patient recovered with sequelae (corneal scar). No further information available or expected.

Manufacturer narrative:
Results from chemistry testing on complaint unit were within specification, but the complaint unit did not pass sterility testing. Microorganisms identified were serratia marcescens and comamonas acidovorans. A retained unit from the same lot passed sterility, and no deviations were noted from batch record review.